Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a procedure, the surgeon was using the device to take down the mesoappendix stopped activating it and pushed the appendix laterally with the jaws of the device. The compression side jaw/top of the clamp arm burned a hole in the appendix during contact. There were no patient consequences. Case completed with another device of the same product code.